Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included being a c7 incomplete quad. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2019 the patient reported that during the implant procedure, for some reason the physician decided to put the pump deeper in his abdomen which involved increasing the pocket size and the pump flipped. Afterwards, he had to go in for emergency surgery and it was infected, so they had to remove it completely. The patient was looking for a different physician to have another pump implanted because his spasticity was at a point where he was fighting to make transfers causing him to injure and strain his shoulders which was causing further complications. No further complications were reported/anticipated.